Event description:
End user alleges that the chair fell on his arm on his way out of the library, which had a port for dialysis. He alleges that the graft ruptured, and began hemorrhaging. He alleges he had to call his daughter to get him out of his apartment to take him to the hospital where the port was moved to his chest. He feels the acceleration of the chair caused it to tip over.